Event description:
The dealer installed 400-5 foam filled tires on a pride jazzy chair, tested and found that the tires had soft spots in the foam that made chair thump when driving. Invacare prid# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).